Event description:
A consumer reports experiencing blurred near vision and eye strain following bilateral intraocular lens (iol) implant surgery. She also reported pain in her left eye. In a follow up, the surgeon reports the outcome of the event as "excellent" and that the device did not cause or contribute to the event. There are two medical device reports associated with this report. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records review indicated the device met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/14/2008, 08/18/2008 and on 08/28/2008 by phone, fax and mail. A completed questionnaire was received 09/05/2008.